Manufacturer narrative:
Device received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch . No button error alarm during testing. No unlocked j2 or lcd keypad connector. Device passed self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump's button was unresponsive. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer stated that they wears the insulin pump against skin and was not sure if it got sweat on it. Customer stated that they observed time clock for one minute to verify if time did advances. Customer stated that the plastic piece where the metal pin slides through, one of the holes broke out. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.